Event description:
According to the complaint between the 2. And the 4th of june there has been 2 patients where the ICU has experienced jumping patient results on k. On one patient the k result deviated from 10.3 mmol/l at 10:00 to 4,1 mmol/l at 10:06. At 07:46 the k was 4,1. For the second patient, they particularly questioned the k results there are 6,1 and 6,5 mmol/l since the majority of the k results for this patient are around 4 mmol/l. The lab has asked the ICU if there could be any chance for preanalytical error and they said no. Everything was done after normal procedure and samples were taken from the same catheter on both patients. Therefore, they did not consider preanalytical error as a possibility. They did not maltreat any of the 2 patients because of the raised k results, and no reports of serious injury or death.

Manufacturer narrative:
Radiometer has analyzed the patient data logs with the following results: results indicate that the elevated potassium level in the suspected sample measurements, were due to hemolysis, as following other parameters; calsium, sodium, cloride, glucose and lactate were similar in the repeated measurements. Only potassium deviated. Plasma/serum potassium measurement is one of the most sensitive to the effect of hemolysis because red-cell potassium concentration is so much higher than that of plasma (approximately 20 times higher); hemolysis causes a spuriously high plasma potassium concentration. Therefore, we suspect that some degree of hemolysis had taken place in the samples with increased potassium concentration. Radiometer investigator therefore considers hemolysis as the root cause of the event.